Event description:
The manufacturer received information alleging a ventilator may need service and has not started in a while. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy 202 ventilator may need service and has not started in a while. There was no harm or injury reported. The trilogy 202 was evaluated by a philips remote service engineer and maintenance servicing was performed. The service engineer states that a detachable battery needs to be replaced. Upon re-review, it is determined that this complaint should have been marked as not reportable. The complaint was mistakenly submitted. The section h coding has been updated to reflect the changes. No further investigation is required.